Event description:
Report received from abbott international (abbott-canada) which states, "IV set was leaking. The sets leak from the filter cassette holes. A continuous administration of the antibiotic, timentin, was set up with the gemstar pump and connected to the patient. The patient's therapy was to continue at home overnight. The patient missed two doses of antibiotic due to the leak". Additional patient and event information has been requested, but no further information was available.

Event description:
Add'l info rec'd from abbott int'l (abbott-canada) states, "the pt was an adult, diagnosis unknown, no negative impact on the pt was noted. The rate, volume and duration of the bag hanging were unknown. The leak was noted when the pt woke up wet. Unknown how much fluid leaked. There was one set that leaked for the pt. Unknown how long the tubing was in use before the leak was noted. The therapy was started in the hospital and the pt was then discharged home. Unknown when the therapy was to be finished. The type of site was a PICC line. The pt came directly to the hospital when the leak was noted and the nurse at medical day changed the tubing and reported the incident. The nurse noted there was blood in the tubing."